Event description:
Report of explant of device system due to "rule out allergic reaction to titanium implant" received per annual device tracking report. Repeated requests for add'l info about this event have been unanswered. A supplemental medwatch report will be filed if add'l info becomes available.